Event description:
Possible leaky epm manifold with our avea ventilator. Talked to staff about this and they feel that there maybe a problem inside of ventilator.======================manufacturer response for ventilator system, avea (per site reporter)======================manufacturer has found they have issues with the epm boards. Service rep representative from carefusion came out replaced epm board and did all associated testing.